Event description:
Complainant alleged that during incoming inspection of the product, the device screen displayed "pacer fault 122", "pacer fault 123", and "pacer fault 126" messages. There was no pt involvement during the reported malfunction.